Event description:
It was reported that the 9900 sys was missing the cradle brake handle. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake handle was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.